Event description:
It was reported that during a follow up, the device was unable to interrogate. The patient felt an electric shock while caring a heavy item two weeks ago. The physician was not sure if this was a device or lead anomaly and decided to explant the entire system.

Manufacturer narrative:
External insulation abrasion was found at 59.5cm to 61.1cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating of the rv conductors was abraded at the same location. This is consistent with the observa- tion from the field of inappropriate shock when the rv con- ductor came in contact with the ICD and shorted the high voltage circuit.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.